Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose can range from as high as 270 mg/dl to as low as 46 mg/dl. No further details were provided regarding symptoms or treatments of the hypoglycemia. The customer did, however, mention that their blood glucose elevates during flight but crashes when they land. The customer attributed the fluctuations in blood glucose values to the airplane cabin pressure. The insulin pump was not returned for analysis.